Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the user attempted to initiate sequences prior to completion of the boot up process. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that, while setting up for a procedure, the imaging system initially displayed a collimator error. Restarting the imaging system resolved the issue. Following the restart, the system showed that the gantry could not move in horizontal directions. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.